Event description:
Tech was hit with the cable and plate when he was trying to get the weight in the column unjammed. He did not seek medical attention. No pt involved.

Manufacturer narrative:
Orthoralix 9200 dde plus ceph is currently with the dealer's technical support group and will be evaluated upon return to the MFR. A f/u report will be submitted to FDA when investigation is complete. Customer received a new motorized column as a replacement on (B)(4) 2012.